Event description:
A customer observed negatively biased valp qc results on the 5.1 fs analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the event happened during troubleshooting for calibration failures due to multiple condition codes on the analyzer. The customer was requested to perform monthly maintenance. The field engineer performed cuvette incubator adjustments to address the condition codes. After monthly maintenance and service was performed, calibration was successful and post-calibration qc was acceptable. The root cause of the event could not be determined.